Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 20mm. During analysis it was possible to retract the suture thread and complete deployment without issue. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus of a patient on (B)(6) 2013 during a tracheal stent placement procedure. According to the complainant, the stent was being implanted to treat a 10mm malignant lung lesion. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, the stent was not able to be fully released. There was no visible damage to the device. The stent was removed from the patient partially deployed. The procedure was not completed due to this event but the following day on (B)(6) 2013 an ultraflex esophageal stent was successfully implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus of a patient on (B)(6) 2013 during a tracheal stent placement procedure. According to the complainant, the stent was being implanted to treat a 10mm malignant lung lesion. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, the stent was not able to be fully released. There was no visible damage to the device. The stent was removed from the patient partially deployed. The procedure was not completed due to this event but the following day on (B)(6) 2013 an ultraflex esophageal stent was successfully implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus of a patient on (B)(6) 2013 during a tracheal stent placement procedure. According to the complainant, the stent was being implanted to treat a 10mm malignant lung lesion. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, the stent was not able to be fully released. There was no visible damage to the device. The stent was removed from the patient partially deployed. The procedure was not completed due to this event but the following day on (B)(6) 2013 an ultraflex esophageal stent was successfully implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.